Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while this pacemaker dependent patient was in the hospital, loss of right ventricular (rv) capture was noted. The patient became unresponsive and a rapid response was called. It remains unknown if the unresponsiveness was due to the loss of capture (loc). The rv output was increased to maximum. Noise was also observed on the rv channel, but it was not oversensed. Further review found that four months earlier there were fluctuating impedance measurements from 1100 to 600 ohms and then back to 1100 ohm range again. Boston scientific technical services (ts) was consulted and discussed possibly increasing the automatic gain control (agc) sensitivity or reprogramming it to fixed. The physician has opted to make no programming changes and will continue to monitor the patient. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.